Event description:
The hospital reported that during an endoscopic vein harvesting procedure, within the last 3 weeks the short port btt balloon popped. No pieces had to be retrieved from the patient. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review cannot be performed because the lot number was not provided by the hospital. (B) (4).